Manufacturer narrative:
Smiths medical (supplier) was notified about this september 30, 2008. Smiths medical international (design authority) was notified about this file october 21, 2008 and we were notified of this file november 12, 2008. Results evaluation: we are anticipating the return of the sample involved with this event. The history for this type of report is typically due to user interface and/or pt anatomy. This is not likely to be due to a device malfunction as leakage should be detected during pre-test or immediately upon use. Once the investigation is rec'd, if due to a device malfunction, then a f/u report will be submitted. No other reports on the lot number. This report has been logged for trending.